Manufacturer narrative:
Product event summary: analysis confirmed noise on egm (electrocardiogram) signals and intermittent interrogation; the ECG and rf (radio frequency) head connectors were found loose on the lem (link electronic module) printed circuit board assembly. Analysis also confirmed the reported back door issue; one power cord bay door latch tab was bent.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer electrograms (egm's) had a lot of noise on them and interrogations of pacemakers was intermittent. During a pacemaker interrogation, the programmer was unable to interrogate but another programmer was used with no problem. It was also reported that the back door needed to be replaced as it was about to break. The programmer was returned for repair. No patient complications have been reported as a result of this event.